Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.75x23 xience prime stent was implanted in the mid left anterior descending coronary artery (mlad). The patient had a non st-elevation myocardial infarction on (B)(6) 2016 after having had chest pain for half a month. Percutaneous revascularization in the mlad target lesion was performed. No additional information was provided.